Event description:
The rp impella stopped reporting flows on friday. There was a motor current, however it was not appropriately reporting. Sensor was not working. Unable to monitor settings. Reported to abiomed rep. Reported by doctor.